Manufacturer narrative:
The insulin pump was monitored for 24 hours and no unexpected blank display anomalies were noted. The insulin pump powered up properly after battery installation and received with operating currents within specifications. The insulin pump had minor scratched lcd window and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 138 mg/dl. The customer was advised to clean contacts with alcohol wipe. Customer inserted new aaa battery and display did not return. The customer stated that the device was not dropped nor exposed to moisture. The customer was advised to monitor blood glucose and resume injection if needed. The customer was instructed to call again if display will be still blank.